Event description:
It was reported that the patient underwent a revision approximately 11 weeks post-implantation due to infection.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10:Item#: Unknown, Unknown Humeral Stem, Lot#: Unknown.Item#: Unknown, Unknown Humeral Tray, Lot#: Unknown.Item#: Unknown, Unknown Glenoid Baseplate, Lot#: Unknown.Item#: Unknown, Unknown Glenosphere, Lot#: Unknown.G2: Foreign - Event occurred in Australia.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.